Manufacturer narrative:
Event date from initial report.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a trifuse extension set was infusing cisatracurium and milrinone to a patient when the clinician noticed a leak. There was no patient harm.